Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and 20 minutes later a cartridge alarm 19 was received. The customer's blood glucose (bg) level was 288 mg/dl with a low level of ketones. A bolus of insulin was used to address the bg level. The customer changed the cartridge and successfully resumed insulin delivery.